Event description:
It was reported that the patient experienced low voltage alarms on (B)(6) 2024. Log files submitted for review noted power cable disconnect, low power, and no external power alarms on (B)(6) 2024 while tethered to the mobile power unit (mpu). Per a conversation between technical services and the healthcare provider, the patient mentioned a recent storm that may have caused intermittent loss of power to the mpu.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of external power event was confirmed via log file analysis. The mobile power unit (mpu) (serial number: (B)(6) was not returned for analysis; however, a log file was submitted (20241011_020434) for review. A review of the log file showed loss of external power events associated with no external power, power cable disconnect and low voltage hazard alarms that were active on 04oct2024 from 03:12:04 ¿ 03:30:09. These events appear to be due to a loss of ac power while connected to the mobile power unit. Pump operation was not affected, and the backup battery supported pump function during these events. There were no other notable alarms active in the log file. Multiple good faith efforts were sent asking for if the ac power cord has a v-lock, if the cause of the loss of power is known, and if any product would be returned for analysis. To date, no response has been provided. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. C heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, power cable disconnect and low voltage alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.